Manufacturer narrative:
H11: the device was not in clinical use at the time of the event. There was no report of patient or user harm. H10: the device was received by the philips bench repair. The bench technician performed an evaluation, and the reported issue was confirmed and traced to a faulty central processing unit printed circuit board assembly (cpu pcba). The bench technician replaced the cpu pcba to resolve the reported issue. The device passed performance verification testing.

Manufacturer narrative:
The part was received for failure investigation. Previous investigations have shown the ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.

Manufacturer narrative:
17aug2021. Patient code: (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips that the device had a backup alarm failure. Clinical usage is currently unknown but requests for further information have been made. There is no report of patient or user harm.